Event description:
It was reported that post-paced t-wave oversensing was observed on the device. No further information was reported.

Event description:
New information indicates that programming changes were made to address the post-paced t-wave oversensing during a clinic check. The patient was in stable condition with no adverse events.